Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history review : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that part of the instrument broke during surgery. Event caused added trauma and anesthesia time. Surgeon had to cut a reclaim stem in half and get trephines down around the distal stem to remove it after an eto causing significantly more trauma to the patient then otherwise needed if the inserter worked.